Event description:
It was reported that the programmer displayed an error message. The caller cycled power and the error cleared. The caller then put the programmer into a long boot by doing an install. The caller does not know the full extent of the error message and got another programmer after shutting off the other programmer. The patient interrogation completed without any incident. The programmer was restored to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).